Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited increased pacing threshold measurements. Pacing impedance measurements were greater than 2,000 ohms, and the lead was reported to be dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.